Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device downstream occlusion error message was not duplicated during infusion test. Downstream sensor was in specification. A small bubble was found visible on the downstream sensor seal.the customer reported condition was not confirmed. No fault found. Problem source is unknown .the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection found the device to be in good physical condition. Evidence of the reported complaint was confirmed in the event history log: (B)(6) 2019 10:41:20 am high alarm displayed: downstream occlusion. Device underwent downstream sensor and infusion testing. Downstream occlusion error message was not duplicated during infusion test; sensor noted to be within specification. A small bubble was found visible however on the downstream sensor seal. Customer complaint was not confirmed, and the problem source has bee determined to be unknown. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that the cassette on a smiths medical cadd solis vip pump has down sensor occlusion. No adverse effects reported.